Manufacturer narrative:
E1: facility name "(B)(6)" b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming cassette not attached. There was unknown patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
D9: device received on 7/31/2024. One device was returned for repair in used condition. This device has not been serviced in the past. Event log recorded report error too many times for downstream occlusion. Visual inspection found degraded downstream occlusion (dso) sensor due to dso seal severe bubbling and missing battery door. The primary problem was duplicated, as cassette not attached alarms when latch cassette to prime. The cause is the dso sensor. Replaced dso sensor to resolve the report error. The device passed all functional tests after the repair.